Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was out of warranty. The customer reverted to an alternate method of insulin therapy.